Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a crack on her display screen. Her blood glucose level was 200 mg/dl. Standard troubleshooting was performed. It is unknown how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.